Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ lower abdomen between navel and pelvic bone pain (constant, severe and became worse and worse)") and haemorrhagic ovarian cyst ("hemorrhagic cyst of the right left ovary") in a 26-year-old female patient who had essure (ess205) (batch no. 622943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2006), miscarriage (she was 17 years old), anaemia, caesarean section in 2006, loop electrosurgical excision procedure in 1999 and cryotherapy in 2000. Concurrent conditions included menorrhagia, polycystic ovaries and hemorrhagic ovarian cyst. Family history included breast cancer, ovarian cancer, heart disease, unspecified and hypertension. Concomitant products included vicodin for ankle sprain and cyst removal as well as oxycocet (percocet) since (B)(6) 2009, suboxone since (B)(6) 2014 and vitamins. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe dysmenorrhea / dysmenorrhea (cramping) within a few days of essure dyspareunia"), female sexual dysfunction ("apareunia (inability to have of sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse) within a few weeks of essure placement"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2007, the patient experienced nausea ("nausea within a few weeks of essure placement"). In (B)(6) 2007, the patient experienced weight increased ("weight gain noticed,was being asked if I was pregnant; most of the weight gain came after I underwent the hysterectomy"). In (B)(6) 2017, the patient experienced fatigue ("fatigue about 1.5-2 months after essure placement"). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), polycystic ovaries ("severe polycystic ovary disease"), back pain ("back pain"), adnexa uteri pain ("severe pain in both tubes"), uterine scar ("severe scarring of the endometrial cavity"), uterine enlargement ("enlarged uterus"), ovarian cyst ("enlarged ovaries due to large fluid-filled cysts"), ovarian enlargement ("enlarged ovaries due to large fluid-filled cysts"), hormone level abnormal ("hormonal changes within a few days"), personality disorder ("wasn¿t the same person"), hot flush ("hot flashes"), mood swings ("mood swings as if I was in menopause"), abdominal pain lower ("severe cramping") and insomnia ("insomnia"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy with removal of the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain, back pain, dysmenorrhoea, adnexa uteri pain, uterine scar, uterine enlargement, ovarian cyst, ovarian enlargement, nausea, dyspareunia, fatigue, abdominal pain lower and insomnia had resolved and the haemorrhagic ovarian cyst, hormone level abnormal, personality disorder, hot flush, mood swings, female sexual dysfunction and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhagic ovarian cyst, hormone level abnormal, hot flush, insomnia, mood swings, nausea, ovarian cyst, ovarian enlargement, pelvic pain, personality disorder, polycystic ovaries, uterine enlargement, uterine scar and weight increased to be related to essure (ess205). The reporter commented: on or about (B)(6) 2008 patient underwent a hysteroscopy, d& c, and laparoscopy. Patient underwent total hysterectomy (uterus and cervix removed). The procedure was great no problems. Doctor stated that her tubes had grown 100% over the device. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 11. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - in may 2007: showed total bilateral occlusion. On (B)(6) 2007 patient had endometrial curettings resulted in endometrium, curettage: proliferative type endometrium. On (B)(6) 2009 patient had surgical pathology report resulted in fallopian tube . Segments contain a spiral wire within the lumen. Diagnosis involve uterus, uterine cervix, left and right fallopian lubes and ovaries: -squamous metaplasia and chronic endocervicitis of tile uterine cervix. Weakly proliferative endometrium, benign myometrium, hemorrhagic corpus luteum of the left ovary. Benign left and right ovaries and left and right fallopian tubes her tubes had grown 100% over the device. Concerning the injuries reported in this case, the following one was described in patient¿s medical records "hemorrhagic cyst of the right left ovary". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ lower abdomen between navel and pelvic bone pain (constant, severe and became worse and worse)") and haemorrhagic cyst ("hemorrhagic cyst of the right left ovary") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 622943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2006), miscarriage (she was (B)(6) years old), anaemia, caesarean section in 2006, loop electrosurgical excision procedure in 1999 and cryotherapy in 2000. Concurrent conditions included menorrhagia, polycystic ovaries and hemorrhagic ovarian cyst. Family history included breast cancer, ovarian cancer, heart disease, unspecified and hypertension. Concomitant products included vicodin for ankle sprain and cyst removal as well as oxycocet (percocet) since (B)(6) 2009, suboxone since (B)(6) 2014 and vitamins. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe dysmenorrhea / dysmenorrhea (cramping) within a few days of essure dyspareunia"), genito-pelvic pain/penetration disorder ("apareunia (inability to have of sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse) within a few weeks of essure placement"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2007, the patient experienced nausea ("nausea within a few weeks of essure placement"). In (B)(6) 2007, the patient experienced weight increased ("weight gain noticed,was being asked if I was pregnant; most of the weight gain came after I underwent the hysterectomy"). In (B)(6) 2017, the patient experienced fatigue ("fatigue about 1.5-2 months after essure placement"). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), polycystic ovaries ("severe polycystic ovary disease"), back pain ("back pain"), adnexa uteri pain ("severe pain in both tubes"), uterine scar ("severe scarring of the endometrial cavity"), uterine enlargement ("enlarged uterus"), ovarian cyst ("enlarged ovaries due to large fluid-filled cysts"), ovarian enlargement ("enlarged ovaries due to large fluid-filled cysts"), hormone level abnormal ("hormonal changes within a few days"), personality disorder ("wasn¿t the same person"), hot flush ("hot flashes"), mood swings ("mood swings as if I was in menopause"), abdominal pain lower ("severe cramping") and insomnia ("insomnia"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy with removal of the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain, back pain, dysmenorrhoea, adnexa uteri pain, uterine scar, uterine enlargement, ovarian cyst, ovarian enlargement, nausea, dyspareunia, fatigue, abdominal pain lower and insomnia had resolved and the haemorrhagic cyst, hormone level abnormal, personality disorder, hot flush, mood swings, genito-pelvic pain/penetration disorder and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genito-pelvic pain/penetration disorder, haemorrhagic cyst, hormone level abnormal, hot flush, insomnia, mood swings, nausea, ovarian cyst, ovarian enlargement, pelvic pain, personality disorder, polycystic ovaries, uterine enlargement, uterine scar and weight increased to be related to essure (ess205). The reporter commented: on or about (B)(6) 2008 patient underwent a hysteroscopy, d& c, and laparoscopy. Patient underwent total hysterectomy (uterus and cervix removed). The procedure was great no problems. Dr. Stated to me that my tubes had grown 100% over the device diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on an unknown date: 11 pregnancy test - on an unknown date: negative ultrasound scan vagina - in (B)(6) 2007: showed total bilateral occlusion on (B)(6) 2007 patient had endometrial curettings resulted in endometrium, curettage: proliferative type endometrium on (B)(6) 2009 patient had surgical pathology report resulted in fallopian tube segments contain a spiral wire within the lumen. Diagnosis involve uterus, uterine cervix, left and right fallopian lubes and ovaries: -squamous metaplasia and chronic endocervicitis of tile uterine cervix. -weakly proliferative endometrium, benign myometrium, hemorrhagic corpus luteum of the left ovary. -benign left and right ovaries and left and right fallopian tubes. Her tubes had grown 100% over the device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records "hemorrhagic cyst of the right left ovary" most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received:- reporter added, lot number received, lab data added, patient historical and concomitant condition added, concomitant drug added. Event added as follows:-thermal ablation, hormone level abnormal, wasn¿t the same person, hot flashes, mood swings, apareunia, nausea, dyspareunia, weight increased, fatigue, abdominal pain lower, insomnia, hemorrhagic cyst. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("severe polycystic ovary disease"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("severe dysmenorrhea"), adnexa uteri pain ("severe pain in both tubes"), uterine scar ("severe scarring of the endometrial cavity"), uterine enlargement ("enlarged uterus"), ovarian cyst ("enlarged ovaries due to large fluid-filled cysts") and ovarian enlargement ("enlarged ovaries due to large fluid-filled cysts"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy with removal of the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, polycystic ovaries, abdominal pain, back pain, dysmenorrhoea, adnexa uteri pain, uterine scar, uterine enlargement, ovarian cyst and ovarian enlargement had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, ovarian cyst, ovarian enlargement, pelvic pain, polycystic ovaries, uterine enlargement and uterine scar to be related to essure (ess205). The reporter commented: on or about (B)(6) 2008 patient underwent a hysteroscopy, d& c, and laparoscopy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.